Event description:
It was reported that during a ptca/stenting treatment procedure, the quantum maverick monorail 15/3.5 mm balloon ruptured at 14 atms. The lesion being treated was a calcified, stenotic lesion in the left anterior descending (lad) coronary artery. The physician used a terumo introducer sheath for vascular access and a bmw guidewire and a launcher guide catheter to cross the lesion. The quantum maverick monorail balloon was being used a post-dilate a cypher stent. The quantum maverick monorial balloon was removed and replaced with another balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.